Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete event and patient information.

Event description:
It was reported the patient was without stimulation. Patient indicated stimulation stopped on (B)(6) 2020. Patient reported she had not undergone any recent surgical procedures or imaging. Patient was unable to connect the controller to the ipg as a connection error occurred each time communication was attempted. Further troubleshooting is to be undertaken as the next course of action.

Manufacturer narrative:
This issue is no longer reportable.

Event description:
Additional information received stated that the patient needed troublshooting in order to resolve the issue. There are are allegations against the ipg. This issue is no longer reportable.